Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient is having high blood glucose (bg) levels. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient was recently on IV steroids and was not sure if the elevated bgs are due to the steroids. The reporter stated that they have a new hcp will see him on (B)(6) 2013. The reporter is not requesting follow up training at this point, but will call after appointment if needed. The report is being made due to the alleged inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.